Manufacturer narrative:
Findings: a test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window and missing o-ring (reservoir tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 143mg/dl at the time of the incident. Customer was removing and reinstalling the reservoir into the pump, customer reported that the reservoir was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan a replacement would be sent. The insulin pump will be returned for analysis.